Event description:
The affiliate alleged that an asp clinical educator consultant reported that a technician experienced a reaction to cidex opa. The technician experienced running nose and fatigue. It is not known if the room is well ventilated. The affiliate stated that the customer did not seek medical attention. At this point, it is not known if the symptoms have resolved. The unit manager has not contacted the affiliate with additional complaints from the event.

Manufacturer narrative:
Other - runny nose, fatigue, inhalation.